Event description:
Additional information was received that the field representative re-tested the shock impedance measurements the next day which yielded 60 ohms in triad configuration. The field representative again noted they were able to convert in both triad and distal coil to device configurations during implant testing. The device was finally programmed distal coil to device to avoid any alerts. This device remains implanted and will continue to be monitored.

Event description:
Boston scientific received information that a device replacement was scheduled for high out-of-range (oor) right ventricular (rv) lead pace and shock impedance measurements. During the revision procedure it was noted that the chronic device had a loose header and was the suspected culprit of the oor impedance measurements. The lead was checked and tested normally during implant testing with the pacing system analyzer (psa). (Please refer to report numbers 2124215-2012-11731 and 2124215-2012-12680). The replacement device was then connected to the chronic rv lead however shock impedance measurements of greater than 125 ohms were observed in the triad shock configuration. Noise in the lab was a suspected potential cause of the issue. When the lead was tested from coil to device the shock impedance measurements were 90 ohms (within normal limits). When the rv lead was tested from coil to coil measurements were 115-120 ohms (within normal limits). A 1.1 joule shock was performed in the triad configuration and yielded 54 ohms. A defibrillation threshold (dft) test was done from coil to the device at 21 joules, this yielded a normal shock lead impedance measurement of 75 ohms. The device and lead were then tested in the triad configuration with a 14 joule shock which yielded a normal shock lead impedance measurement of 53 ohms. The patient was programmed to the triad configuration and the device will be re-checked in the near future.

Manufacturer narrative:
The device and lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.